Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
(B)(6): covidien (B)(4) customer reports when opening a syringe package for a procedure, the staff noted some kind of dirt inside the handifil straw. Product was not used for procedure. No reported injury.